Event description:
Clinical adverse event received for death from auto accident event is definitely not related to device and is definitely not related to procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).